Event description:
Caller reported cartridge alarm 20 during the load process and confirmed that their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating it was within range. Technical support assisted the caller in loading a new cartridge using the correct technique, and the caller successfully resumed insulin therapy, resulting in the resolution of the issue.